Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10, h11 corrected fields: b5, d5, e2, e3, g2 a getinge field service engineer (fse) stated, clinical support was called after the service call was placed. It was determined with the help of clinical support team that the reported issue was due to operator error as setting was not setup properly. No service visit is required. Later fse visited the site and perfomed preventative maintenance on unit. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. H3 other text : operator error identified. No repair required.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit inflation timing is off . The event circumstance and patient involvement is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit inflation timing is off .